Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2. Upon opening product tips were bent and scissoring. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). Specific actions for the reported failure mode are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory for investigation. Signs of clinical use was observed. There were no signs of blood detected. The silicone coating on the jaws were observed to be intact with no cracks or peeled areas. The heater wire was observed to be flexed at the center, yet remained attached at the tip and base of the jaw. There were no further defects observed. Based on the returned condition of the device, the reported failure "material twisted/bent; wire" is confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2. Upon opening product tips were bent and scissoring. A replacement device was used to complete the procedure. No patient involvement.